Event description:
Caller states the pt tested approximately 5.1 inr on the coaguchek xs system and approximately 3.0 inr on a comparison lab. No treatment information provided. No adverse even reported. Requested return of suspect system and replacement was sent.